Event description:
Caller reported experiencing multiple cartridge alarms identified as cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed 500 mg/dl. The customer was able to successfully load a cartridge and resume insulin therapy, resolving the issue.